Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4).(ofr). Ofr sent the device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from all channels of the device tested positive for coagulase-negative staphylococci (1 cfu/endoscope) the testing result cleared the french guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the sample collected from the subject device tested positive for the following microbes. [Instrument channel] citrobacter amalonaticus (>100 cfu/endoscope), pseudomonas aeruginosa (>100 cfu/endoscope), klebsiella oxyloca (>100 cfu/endoscope), [suction channel], pseudomonas aeruginosa (>100 cfu/endoscope), enterobacter aerogenes (>100 cfu/endoscope), [air/water channel], bacillus spp. Mesophiles (30¿) (1 cfu/endoscope) citrobacter amalonaticus (2 cfu/endoscope), ,-pseudomonas aeruginosa (4 cfu/endoscope), [auxiliary water channel], corynebacterium species (1 cfu/endoscope), proteus vulgaris (4 cfu/endoscope), pseudomonas aeruginosa (6 cfu/endoscope) . The device had been manually reprocessed using peracetic acid. There was no report of infection associated with this report.